Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the software application reverted to the trial version after an exchange of wireless adapter cards. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.